Event description:
It was reported that the patient¿s battery went dead and he had to charge at least every other day or it went dead. He had to charge more than expected. If he didn¿t charge for two days the battery would deplete on the third day. When the patient was asked if this was due to normal battery depletion he stated ¿when they first put it in they said when you get to the point that you have to charge every three days let us know.¿ the patient had their battery replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) battery was gradually going bad so he had the rechargeable ins implanted in 2012.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)